Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview 6 evh system bisector would not cauterize. They tried cauterizing several times, but they were not successful. A new unit was used to complete the procedure. There were no pt effects. The product is returning.

Manufacturer narrative:
The device has not been returned to cardiac surgery for investigation. A supplemental report will be submitted when the investigation is completed. (B)(4)